Event description:
Perfusionist complained of multiple 'safe flow' level alarms when blood volume in reservoir was sufficient (higher than level of the sensor cradle). These were coinciding with the addition of crystalloid volume to the reservoir throughout the case. Additionally, the perfusionist complained of a protected flow level alarm approximately 20 seconds after the addition of packed red cells to the reservoir. The pump stopped momentarily but restarted almost immediately. When weaning from bypass (manually with a tubing clamp), flow had been reduced to around 1lpm; surgeon requested to come back up to 3lpm. Perfusionist released clamp and increased flow to 3lpm. Reported 'safe flow' again with adequate volume in reservoir.

Event description:
Perfusionist complained of multiple 'safe flow' level alarms when blood volume in reservoir was sufficient (higher than level of the sensor cradle). These were coinciding with the addition of crystalloid volume to the reservoir throughout the case. Additionally, the perfusionist complained of a protected flow level alarm approximately 20 seconds after the addition of packed red cells to the reservoir. The pump stopped momentarily but restarted almost immediately. When weaning from bypass (manually with a tubing clamp), flow had been reduced to around 1lpm; surgeon requested to come back up to 3lpm. Perfusionist released clamp and increased flow to 3lpm. Reported 'safe flow' again with adequate volume in reservoir.

Manufacturer narrative:
Sensor tested no fault could be reproduced. Sensor returned to ltd for investigation. Sensor recalibrated and firmware update by ltd.